Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device photo evaluation: visual analysis of the photographs identified: visibility/palpability: unable to observe since it is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "multiple intracapsular ruptures of the implant with fragmentation of its shell are detected" and "discomfort in the area of the right breast, deformation of the breast contour" via MRI. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "multiple intracapsular ruptures of the implant with fragmentation of its shell are detected" and "discomfort in the area of the right breast, deformation of the breast contour" via MRI. Device was explanted.